Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the emitter was required to be replaced. Once the representative replaced the emitter. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis on the returned controller resulted in no failure being found through functional testing and visual/physical examination. Analysis states that the controller was tested for 24 hours and continually tracked tools for the entire length of testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported the system was displaying "localizer faulted." Technical services (ts) had the site re-seat the axiem breakout box but the issue was not resolved until the emitter was re-seated. There was a less than 1-hour delay to the procedure and no impact on patient outcome. It was later noted that the system was on for at least 30-minutes before the error message was displayed. It showed up when they were in the registration screen.